Event description:
A consumer reports that their family member underwent cataract extraction surgery on their right eye and an intraocular lens (iol) was implanted. Following the surgery, their family member is experiencing hazy vision. The association between the event and the iol is not known. Additional information has been requested from the implanting surgeon.